Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline prothesis, catalog #3501645, lot # 5820629. (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline protheses on (B)(6) 2018. Bilateral deflation was reported during the procedure. As a result, the devices were replaced with another set of mentor smooth round moderate profile 300cc saline protheses. (See 1645337-2018-03357 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 5709865 was reviewed on 6/25/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/31/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline protheses on (B)(6) 2018. Bilateral deflation was reported during the procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed an area of missing material on the anterior view measuring approximately 0.5 by 0.6 cm. An additional rent was observed on the anterior view measuring 3.7 cm. Microscopic examination of the edges of the missing material and rent gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the missing material and rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material and a rent were found on the device. Nonetheless, a microscopic examination of the edges of the missing material and rent was performed, and it did not provide conclusive evidence of what could be the root cause. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).